Manufacturer narrative:
(B)(4). Evaluation of the returned device found the clip had not been fired, which substantiated the reported experience. Inspection revealed flex-guide carving at the distal end; subsequently, the thumb advancer stroke and exchange sheath slitting could not be completed because resistance was encountered. The returned condition indicated that the safety release was not utilized to facilitate the device removal that is not consistent with the instructions for use. Based on the investigation findings, the probable root cause for the flex-guide carving at the distal end is a failure to maintain alignment between the tubeset and flex-guide while advancing the thumb advancer, causing the clip delivery tubeset and the leaves of the garage tube to carve into the flex-guide. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) incorrect device removal. (Safety release not used.) The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and the remaining 2 cm of the exchange sheath could not be slit. The device was removed with the locator wings deployed by applying counter-traction with an assertive pull. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.